Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. Pseudoaneurysm is listed in the product labelling as potential adverse events associated with cannulation of the peripheral vasculature and intracardiac placement of the sheath and dilator.

Event description:
Literature: chierchia g-b, di giovanni g, sieira-moret j, et al. Initial experience of three-minute freeze cycles using the second-generation cryoballoon ablation: acute and short-term procedural outcomes. J. Intervent. Card. Electrophysiol. 2014;39(2):145-151. The source literature reported that one (2 %) pseudoaneurysm which required surgical treatment occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.